Event description:
The customer called and reported the insulin pump suspended without her prompting it to and her blood glucose was over 600 mg/dl. Customer treated for blood glucose manually, over an hour before the report, and blood glucose was not lowering. It was suggested that she contact healthcare provider for assistance. Customer was advised the device would be replaced and agreed to return the product for analysis. The doctor reportedly placed the customer on a back-up plan until receiving a new insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.